Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip 6f/7f vascular closure device (vcd) sealant did not stay in place, the sealant came out of the patient's body when removing the white tube (advancer tube). Manual compression was applied for 30 minutes or less to achieve hemostasis. Multiple stick punctures were not required. Multiple sheath exchanges were required. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The product was stored per labeling. The device storage temperature did not exceed 25 °c. Stopcock was opened on sheath prior to shuttle down. The user shuttled down completely without significant resistance being felt. Unusual force was not applied when retracting the sheath. The balloon was fully deflated. The user did not over tamp. There were no kinks noted in the sheath or device after removal. Additional information was requested but unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was attached to the device and vacuumed lock. The sealant was soaked in blood and separated from the device. The advancer tube and procedural sheath were also separated from the device as received. The condition of the returned device showed that the device may have been manipulated after being removed from the patient. The advancer tube distal tip was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed on the advancer tube, nor were on other components of the device. A file with a picture of a distal tip of a mynxgrip 6f/7f vascular closure device (vcd) was received for analysis. Visual analysis of the received picture indicated a sealant dislodged event which may have been attributed to incorrectly following the instructions for use (IFU), resulting in the sealant becoming dislodged (stuck to device components) during the procedure. A review of the manufacturing documentation associated with lot f1720101 was performed and it was found that the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment and that this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event was confirmed. Based on the information provided, the received image from the facility, the condition of the returned device and the investigation performed, the root cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU), resulting in the sealant being dislodged during the procedure. The mynxgrip instructions for use (IFU), step 3, instructs users the following for device removal: ensure complete balloon deflation, grasp advancer tube at skin, then slowly withdraw the balloon catheter through the advancer tube lumen. It should be noted that failure to hold the advancer tube in place or if proper position of the advancer tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the device history record nor the product analysis suggests that the event could be related to the vcd design or manufacturing process; therefore, no corrective or preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The product has not been returned for evaluation. Additional information will be submitted within 30 days of completion of the product evaluation.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device (vcd) sealant did not stay in place, the sealant came out of the patient's body when removing the white tube (advancer tube). Manual compression was applied for 30 minutes or less to achieve hemostasis. Multiple stick punctures were not required. Multiple sheath exchanges were required. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following an interventional peripheral procedure. The product was stored per labeling. The device storage temperature did not exceed 25 °c. Stopcock was opened on sheath prior to shuttle down. The user shuttled down completely without significant resistance being felt. Unusual force was not applied when retracting the sheath. The balloon was fully deflated. The user did not over tamp. There were no kinks noted in the sheath or device after removal. The vcd will be returned for analysis. Additional information was requested, but unknown.